Event description:
The patient called lifescan and alleged the surestep enhanced meter was reading inaccurately low. The readings reported were 172 mg/dl and 40 mg/dl taken 2 hours apart (invalid). The patient reported that their readings had ranged from 6mg/dl or 8mg/dl to high readings over an unknown time period. A medical professional was contacted 2 weeks ago when the patient had symptoms of feeling dizzy, (no blood glucose result reported). No medical treatment was given; however the pateint self treated with orange juice and bubble gum. The customer care performed troubleshooting and the control solution was within range. A medical affairs specialist unsuccessflly attempted to contact the patient to clarify the information. With reading as low as 6 mg/dl the patient would be expected to have severe hypoglycemic symptoms and altered consciousness, their symptoms do not match readings, the correct technique was used and the strips are in good condition the case is reported as a possible product malfunction. Based on the info obtained from the patient there is indication that the product malfunctioned and that the event meets the criteria for medical device reportable.